Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument broke on universal surgical manipulator (usm) 2 near the jaws. The caller stated that the cable was intact, but the release key was not opening the jaws. The caller stated that the jaws were stuck in tissue. The technical support engineer (tse) informed the caller that the only guidance that the tse was able to provide is to open the jaws with the release key. The site elected to open the jaws using a handheld grasper and was able to remove the instrument successfully. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was targeting the hernia sac at the time of the issue. The customer confirmed that the instrument was not in strong grip mode and no abnormalities were found. The issue did not cause any harm to the patient tissue or unexpected bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected.

Event description:
Refer to h11 for follow-up information.